Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter casing was cracked/broken after the meter was run over by a car. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 9:00 pm, the reported meter was run over by a car and crushed; the patient was unable to obtain a blood glucose reading. Ten hours afterwards, the patient experienced the symptoms of being "dazed", frequent urination and shaking. The patient skipped her morning dose of insulin. She did not seek any medical attention or treatment. The patient manages her diabetes with levemir insulin 40 units daily, novolog insulin taken on a sliding scale and the oral diabetes medication metformin 850 mg. The meter was replaced. There was misuse of the product by damaging it with a car. The patient allegedly suffered symptoms of both severe hypoglycemia and hyperglycemia after she was unable to test her blood glucose levels due to the meter casing issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.